Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an arrhythmia. The implantable cardioverter defibrillator delivered a shock that failed to convert the rhythm. The arrhythmia terminated on its own. Patient was stable after event.